Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. Additionally, it was found that the uso seal was buckling. Battery latch, battery stabilizer, lens and uso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump has a cracked battery compartment latch, missing battery stabilizer and scratched lens. A buckling upstream occlusion (uso) sensor was found during the investigation and there was no patient involvement.